Manufacturer narrative:
On 04/12/2016 - based on the analysis, it was determined that this event be reported to the FDA.

Event description:
This device was returned with partial oos documentation from biotronik representative (B)(6). Per (B)(6), this patient has a fem-pop bypass for vascular insufficiency. The patient is a diabetic. The hospital states that they did not place a magnet over the device during the surgery. Post implant, in the ICU, the patient went into tachyarrhythmia and coded while the nurse was on break. The device displayed no detection or therapy for the arrhythmia. The patient expired on (B)(6) 2010. The hospital does not believe that there was a device issue. The patient&#62688;family did not want an autopsy and the initial cause of death is thought to be respiratory arrest. The device was recovered from the funeral home on (B)(6) 2010. On 04/12/2016 - based on the analysis, it was determined that this event be reported to the FDA.

Manufacturer narrative:
The performance of the ICD and the leads under complaint were scrutinized. The ICD was capable of delivering sensing and therapies while implanted and inservice. It was found to be damaged upon receipt resulting from a shock delivered in a short circuit after its explantation. The analysis of the ventricle lead demonstrated a rubbed through insulation. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to mechanical stress in the implanted state. Please note that the insulation breach only concerns the rv shock path and did not affect the pace/sense path of the lead. Therefore, the patient death is not associated with the device. The analysis did not demonstrate any sign of a material or manufacturing problem.